Event description:
It was reported that during a cholecystectomy, air leaked from the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Results: damaged universal seal assembly, fractured clear lens. Evaluation summary: the analysis results found that the device was received with the inner seal assembly and duckbill deformed, as the obturator was returned inserted through the sleeve. The seal set caused by sterilization with the obturator inserted through the seal generally increases the leak rate. Additionally, the lens was cracked. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.